Event description:
User experienced leak from the analyzer. No patients were adversely affected. No operators were harmed. The field service representative determined the rinse well for sample probe was clogged. He cleaned out the drain line of the sample probe, rinse well. Performance tests were performed.